Event description:
During the pvi procedure, the sheath was placed into the patient. During aspiration, it was noticed that the hemostasis valve was drawing air. The sheath was exchanged, and the procedure continued with no adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak could not be confirmed. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.